Manufacturer narrative:
A complaint database review was performed and revealed that no further similar issues have been submitted for this unit since its installation in 2010. The most probable root cause of the reported issue was a faulty distribution board likely related to burned resistors. Considering that the unit was manufactured in 2010, the wearing of electro-mechanical device, that can be originated by the specific use condition at customer site, may have contributed to the event, however, there is no concerning trend for this kind of failure. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See intial report.

Event description:
Livanova deutschland received a report that a heater-cooler system 3t displayed an error message associated to a patient pump during maintenance. There was no patient involvement.

Manufacturer narrative:
The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). Livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in italy. A livanova field service representative was dispatched to the facility to investigate the device and could confirm the reported issue. In order to fix it, distribution board was replaced. Subsequent functional verification testing was completed without further issues and the unit was returned to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.